Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Litigation papers allege that the patient has suffered injuries relating to the defective pinnacle hip replacement system including, but not limited to, severe and constant pain and suffering, swelling, tissue damage, synovial fluid buildup, metallosis and/or lack of mobility, all of which resulted in emotional distress and loss of enjoyment of life, due to the knowledge that she could at any time be subjected to further injuries associated with the defective device, as well as by the knowledge that she might be advised to undergo additional surgery to correct, remove and /or replace the defective device in the future. Doi: (B)(6) 2008; dor: (B)(6) 2008; (unknown side). Update ad 30 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf allege loosening of cup and dislocation. It was also indicated in the revision implants that was revised. Added cup and bone screws . Added lawyer, law firm. Doi: (B)(6) 2008; dor: (B)(6) 2008; (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.